Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported shuttling. The following information was provided by the user facility: the anchor was pushed out of the sheath, but was not deployed and came back into the sheath, so-called shuttling occurred. The angio-seal device was not used and replaced by another angio-seal device to continue the hemostasis procedure, and the hemostasis was successfully achieved. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the common femoral artery. The size of the sheath ancillary used was 6 fr. The vessel diameter was unknown. Blood loss was reported to be less than 250cc. Hemostasis was successfully achieved by the second device. It was reported that there was no health damage to the patient.